Event description:
The medtronic/bd paradigm link blood glucose meter was provided with the purchase of the medtronic insulin pump. This meter automatically relays all blood glucose reading to the insulin pump. My health care provider uses only these readings to program the pump for daily insulin requirements. I also totally rely on these blood glucose readings to determine hypoglycemia since I have hypoglycemia unawareness. On friday, I tested my blood sugar before going shopping. The meter gave me a reading of 175 which was an acceptable level, so I felt I was safe. Two hrs later ems was called to the grocery store and I was on the floor. My blood sugar was 28. I still did not realize the problem was related to the meter until I had two more episodes that weekend. Ems was called by my husband at home late saturday night/early sunday morning. Finally, 8:34 sunday evening, I was testing again and the meter said 137. My husband looked at me and asked if I was o.k. And I said the meter says 137. He said "you're not o.k" and got me orange juice. He then got my older one touch ultra meter and at 9:08 I ran parallel tests between the two meters. The bd meter reading was 162 and the one touch was 62. At 10:02 the bd meter reading was 275 and the one touch ultra was 77, a difference of almost two hundred points. I contacted medtronic and bd sunday evening. It was determined to replace the pump and the meter. The pump was returned to medtronic and the meter was returned to bd. This defective product put me in a life threatening situation more than once. Also my health care professional uses only thes readings to program the insulin pump which means that the five months of extensive tests that I had just done were useless since it is not known how long the meter was defective. Many of the tests had to be done every two hrs as well as all night tests and tests without meals. The tests will now have to be done all over especially since the company has not responded to my complaint as to what the problem is. I sent a letter to vp at bd and a letter with the pump to the bd consumer services department. I discontinued use of this product immediately. Medtronic uses the automatic link from the meter to the pump as a very desireable selling feature for their product. It makes using the pump a lot more convenient but if there is garbage in, then there is garbage out and their product creates a life threatening situation that the consumer needs to be aware of.